Manufacturer narrative:
D9: device received on 1/28/2025. D3 - manufacturing plant address, state, and zip code corrected h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal to be the cause of the issue. The dso seal was replaced, and the sensors were calibrated to fix the issue.

Event description:
There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed gravimetric testing as it went over the 21.2ml for intended delivery. There was unknown patient involvement, and unknown signs or symptoms experienced.